Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an infected pain pump pocket with redness, swelling, and pain at the incision site diagnosed by examination and palpation. Redness and swelling extended past the incision site approximately 3 inches. The severity of the event was moderate resulting in pt hospitalization/prolonged existing hospitalization. The device was explanted on (B)(6) 2009. On (B)(6) 2009, a PICC line was inserted for intravenous medication. A referral was made to an infectious disease consultant. The pt outcome was resolved without sequela on (B)(6) 2009.